Event description:
A report was received that the patient underwent a revision to re-close the lead incision site as it had opened up. No infection suspected. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-70, serial#: (B)(4), model description:enh st ld kit,sc-2218-70cm, model#:sc-2218-50, serial#: (B)(4), model description:enh st ld kit,sc-2218-50cm. It is indicated that the leads will not be returned for evaluation. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.